Event description:
The customer reported that the haptic tore in the cartridge. No patient contact. Additional information was requested but not yet forthcoming. If any additional information is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Three piece foldable intraocular lens. (B)(4)

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned in liquid, the optic was torn and a haptic was torn off and stuck inside a non-staar cartridge. (B)(4).